Event description:
Literature was reviewed regarding the extraction of a misplaced pacing lead with complete embolic cerebral protection and intracardiac echocardiography visualization. The authors described a patient who was admitted to the hospital after they reported three episodes of transitory blindness of their right eye during the previous two weeks, which had resolved spontaneously, without other associated symptoms. The patient was asymptomatic upon admission. A head computerized tomography (CT) without contrast did not identify any acute ischemia or bleeding. A chest radiograph demonstrated the ventricular lead with a trajectory toward the topography of the left ventricular posterior wall. Transesophageal echocardiogram showed the lead bypassing the interatrial septum and crossing the mitral valve toward the left ventricle, with mild mitral regurgitation and a 5x3 mm mass adhered to the lead inside the left atrium. Anticoagulation was started and a repeat transesophageal echocardiogram was performed after ten days. A lead extraction was then performed with two transcatheter cerebral embolic protection (tcep) devices. The status of the lead is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: extraction of a misplaced left ventricular pacing lead with complete embolic cerebral protection and intracardiac echocardiography visualization. Heart rhythm case reports. 2024; 10:326¿329. Doi: 10.1016/j.hrcr.2024.02.009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.